Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3 drawers were failed. A field service engineer disabled the drawer firewall, rebooted the station, and confirmed that all drawers came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, three drawers (1, 2, and mini pocket 3) failed and would not open. The customer could not recover them and received a requires maintenance message. The issue occurred first thing in the morning when they started a case. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.